Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported the patient presented post-procedure. The right ventricular lead exhibited high capture thresholds, in which, the physician explanted and replaced the lead successfully. The patient was in stable condition.

Manufacturer narrative:
Analysis was normal. No anomalies were found. The reported event of high capture thresholds on lead was not confirmed.